Manufacturer narrative:
Mml# (B)(4).

Event description:
It was reported that the patient requested an explant due to pain at the pocket site of the implantable pulse generator (ipg). The patient reported good efficacy until two months ago and had pain at the battery site and while performing sessions. The patient stopped using the device. The (B)(6) representative was not allowed to be in the operating room, so the device was not retrieved for analysis. It was reported that the device was explanted without complications. No other information is available.

Manufacturer narrative:
(B)(4). The ipg information was addedd in section d. The device history record was reviewed. No relevant noncomformances were found. H6 updated. Other devices removed. Model: 8145 description: reactiv8 implantable stimulation leads serial number: (B)(6). UDI #s: (B)(4).

Event description:
It was reported that the patient requested an explant due to pain at the pocket site of the implantable pulse generator (ipg). The patient reported good efficacy until two months ago and had pain at the battery site and while performing sessions. The patient stopped using the device. The mainstay medical representative was not allowed to be in the operating room, so the device was not retrieved for analysis. It was reported that the device was explanted without complications. No other information is available.